Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they spoke with the patient¿s doctor and the cause of the out of range impedances was not determined, but the patient would be getting a full system replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a consult with their doctor today ((B)(6) 2019) to explant their device. It was reported that the doctor called and stated that they were talking with the patient in regards to their options of re-implanting a new system. There was no date yet for the explant. The rep had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was indicated that the patient had a medical history of failed back surgery syndrome and spinal cord stimulators. It was reported that the patient had not needed their stimulation, but wanted to try and get it going. The patient reported that they had it off and had not charged for two years. It was reported that the patient¿s non-compliance with recharging led to the issue. The patient had an appointment scheduled for (B)(6) to have troubleshooting performed. Additional information was received by the rep on (B)(4) 2019 stating that the patient met at their healthcare provider¿s (hcp¿s) office and their overdischarge was confirmed. A physician mode recharge (pmr) was started. The rep stated that they had no further information at this time. It was reported that the event occurred on (B)(6) 2019. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On (B)(4) 2019, additional information was received from a manufacturer representative (rep) reporting the rep tried two physician mode recharges (pmrs) but these did not resolve the overdischarge/lack of stimulation so it was reported that they had to arrange for another meeting. Additional information was then received on (B)(4) 2019 from the rep reporting that the ins was charged and the por was cleared. They turned stimulation on and all the way up, but were unable to get stimulation. The rep then ran an impedance check and all impedances were out of range. However, the patient was able to get an MRI tomorrow and they stated that the patient would likely seek explant. It was reported that they had not been using the device since they did not need it. No further complications were reported/anticipated.